Event description:
It was reported that doctor thinks insert could be disassociated. No revision surgery performed.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no clinical relevant documents were provided to conduct a thorough medical assessment. No medical assessment is warranted at this time. This complaint will be re-evaluated if more information becomes available. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed.